Event description:
A registered nurse (rn) reported a fluid leak was discovered during step 9 of the peritoneal dialysis (pd) patient's end treatment. The pdrn stated an m31 air detected in cassette warning occurred during fill 2 of 5 of treatment, and treatment was cancelled. Fluid was discovered in the pump module area of the cycler and on the external of the cassette. Fluid was noted leaking from the cassette. The rn was advised to discontinue use of the cycler. The rn stated they would use another machine. It is unknown at which point in therapy the leak may have begun. Upon follow up, the rn confirmed the reported event. The rn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled. The rn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The rn stated the patient was able to use another machine to complete treatment without further issue. The rn stated the facility has continued use of the current cycler without issue and without reoccurrence of the reported event. The rn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.